Event description:
Information received indicates the head hi/low function of the bed is drifting down slowly.

Manufacturer narrative:
After replacing the head hi/low up and down valves, the technician isolated the issue to the manual CPR valve. The manual CPR valve was replaced to repair the bed.